Manufacturer narrative:
H3 other text : device serviced by third party service center

Event description:
The device was returned to the manufacturer service center regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information in relation to a dreamstation auto CPAP unit. The device was returned to a third-party service center. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. Also, foam particles were observed; and device was scrapped. In addition, the third-party service center recognized two errors (e_172, e_176) had occurred on the device. The third-party service center was unable to confirm the complaint.